Event description:
It was reported to vyaire medical that the 3100a ventilator map (mean airway pressure) knob is all the way to minimum and the reading is still high while on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical went onsite found unit has 75 hours run from the last preventive maintenance. Could not duplicate the reported problems. All work accomplished per 3100a service manual. Performed patient circuit calibration and performance check unit passed. Ventilator is operational and meets OEM (original equipment manufacturer) specifications.